Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) has condensation gas loss issues. There was no patient involvement.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has condensation gas loss issues. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h10. Additional contact info: phone number: (B)(4). A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse was not able to duplicate the issue related to "gas loss". Then the fse had further completed the pm with full calibration, functional testing and safety checks were being done according to the factory specifications. The unit was returned to the customer and cleared for customer use.